Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of below 70 mg/dl at the time of the incident. The customer was at 521 mg/dl at the time of the call and used the pump to treat. The customer was given juice and food to treat the low. The customer experienced symptoms such as collapsing to the floor. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the low and no issues were found. The customer had another low incident on (B)(6) 2018 of below 70 mg/dl, followed by a high of 521 mg/dl on (B)(6) 2019. The insulin pump will not be returned for analysis.